Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. During ra review of the distributor evaluation on (B)(6) 2017, the evaluation indicated a flat line ECG recording and corrosion on the distribution node (dn) pca board. The root cause of the corrosion is liquid ingress of an unknown contaminant. Based on the analysis of the distributor incident files, the corrosion cannot be ruled out as a contributing cause of the constant gong alarms.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.